Event description:
Spontaneous. Pt reported they had a defective mini spike dispensing pen (no details provided). Pt had a back up. No missed doses reported, no adverse events reported. Unknown if patient has defective device on hand for possible return. No further information provided. Strength/dose/frequency/route: use as direct for remodulin - fill 3ml cartridge as instructed ard infuse under the skin continuously per physician orders. Allow for priming volume. Dose range: 1-150 ng per kg per min. Reported to (B)(6) by pt/caregiver.